Manufacturer narrative:
The device involved was an unknown baxter minicap. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a connection issue with a minicap. The connection issue was further described as the minicap falling off while the patient was in the shower. The patient thought that the minicap was threaded wrong. There was no patient injury or medical intervention associated with this event. No additional information is available.